Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, it was noted that there was blood on the distal conductor of the lead and it was not obstructed. The setscrew marks on the connector pin were too proximal. Blood was observed on the sleevehead of the lead. The outer insulation of the lead developed a breach while in vivo. The overlay tubing of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage.the analyst noted all electrical testing was within specified parameters. Blood observed on distal conductor most likely came through from the sleevehead. There was no insulation breach found which would allow blood to ingress in lead. We don't know whether or not the set screw mark too proximal was related, it is possible that there may have been a revision at one time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The right ventricular (rv) lead was thought to have a possible fracture as noise indicated to be short v-v intervals were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.